Event description:
Ten fr drain tube inserted during surgery on 6/5/96. During bedside removal of same on 6/7/96, the drain tube broke off leaving approx 6 inches in the pt's subcutaneous tissue (as confirmed by x-ray). Pt was returned to surgery for exploration and removal of the retained portion of the drain tube.